Manufacturer narrative:
G4: 30nov2020, b4: 06dec2020. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
It was reported that the ventilator gave an alarm light emitting diode (led) failed error. There was no patient involvement. The customer troubleshot with technical support and found the error code in the ventilator diagnostic report. The customer was advised to replace the power switch overlay.